Event description:
A report was received that the patient had fluid and blood draining from the midline incision. The patient underwent incision and drainage procedure. The physician confirmed that it was procedure related. The patient was doing well following procedure.